Manufacturer narrative:
The device referenced in this report was returned to the original equipment MFR for eval. The eval noted the grasping section of the device was burned, and the grasping surface was worn and peeling. The deformed shape of the grasping surface corresponded to the shape of the probe tip, and the probe tip had a scratch on the grasping surface side. The mfg history was reviewed, and no irregularities were noted. Therefore, the original equipment MFR concluded that the grasping surface of the device was deformed and peeling due to the ultrasonic output was activated without grasping the tissue which caused excessive heating of the grasping surface. The (B)(4) instruction manual states, "do not activate output when nothing is grasped between the grasping section and the probe, or when it is not possible to confirm that the tissue being grasped has been completely resected. Otherwise, abnormal heat generated by friction between the grasping section and the probe may damage the grasping section and the probe or cause them to detach. Based upon the findings of the eval, this report appears to be related to user handling. This report is being submitted as a medical device report in an abundance of caution.

Event description:
Olympus was informed that during a laparoscopic assisted vaginal hysterectomy (lavh) procedure, a piece of the tip was noted missing when the device was withdrawn from the pt. The procedure was said to have been completed using a different but similar device. The end users reportedly watched the playback of the procedure after it has been completed and confirmed that the missing piece of the device had remained inside of the pt's body cavity. The pt was reportedly doing fine.